Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, tissue damage, and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. On (B)(6) 2020, a transesophageal echocardiography (tee) was performed which noted the clip detached from the anterior leaflet (single leaflet device attachment (slda), and the anterior mitral leaflet (aml) was torn with a large hole formed on the aml. The mr increased to 4. A second procedure was scheduled for a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) and tissue damage appear to be due to the procedural condition of the slda. Mr and tissue damage are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.